Event description:
It was reported patient using PICC for parenteral nutrition infusion, inserted on (B)(6)2022. On (B)(6) 2022, the nurse observed that the dressing that occluded the PICC was wet. When removing the dressing and injecting saline solution into the catheter, with a 10 ml syringe, she observed a leaking hole in the distal portion of the catheter, between the first and second final centimeters. The PICC was removed and another PICC was inserted again.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft1133 showed six other similar product complaint(s) from this lot number.